Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation on the right side only. Diagnostic testing revealed no anomalies. Surgical intervention was undertaken and the physician observed the lead appeared and it appeared the lead had migrated. The physician explanted and replaced the lead and the patient's stimulation was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.